Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -3.50/+1.0/098 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The patient now has low vaulting and refractive change over time. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications. Additional information: b5 - it was later reported that on (B)(6) 2022 the lens was exchanged with a longer length lens. This did not resolve the issue as the surgeon noted "ucva is very good; vaulting still very low. The surgeon decided to keep the lens in the eye and do a close monitoring". Claim#: (B)(4).